Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed a scratch on the screen lens and recessed pogo pin 12. The device was able to power on but when docked the screen would flicker and reset itself every few seconds. The unit was found to visually and audibly alarm during alarm conditions. Pogo pin 12 was restored to the correct position and no display anomalies were observed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the radical-7 reboots continuously when docked. No consequences or impact to patient were reported.